Event description:
Dealer stated that a facility reported the following incident occurred with a rpl450-1 reliant lift at 12:45 pm on (B)(6) 2014: the top swivel bar attached to the boom with bolt and lock nut, lock nut came loose and bolt came out. When they lifted resident, bolt came out and resident fell to the floor. The following injuries allegedly occurred: death. The product has been taken out of use. No additional information available at this time.